Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. A product sample was received for evaluation. Visual and functional tests were performed. Good condition with appearance of any physical damaged. Event history log (ehl) showed motor rate error. An occlusion test was performed and the reported problem was not duplicated. The root cause of the issue could not be determined. Actions were taken to mitigate the reported issues: cleaned and greased the whole motor assembly, replaced leadscrew and clutch halves for preventive measure; performed occlusion test and all functional testing passed.

Event description:
It was reported that the pump had a motor rate error. No patient injury was reported.